Event description:
A pt broke out in hives after having four delton sealants placed indicating a possible allergic reaction. It was reported that the pt went to the hosp 3 times, but no indication of what if any treatment was rendered. Removal of the sealants, however, relieved the symptoms.